Event description:
It was reported that the physician experienced difficulty positioning the attempted pacing lead, particularly after multiple helix extensions and retractions. The physician also had difficulty removing the stylet and was eventually unable to extend or retract the helix. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated, blocks stylet insertion and stops helix extension and retraction. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.